Event description:
It was reported by plaintiff¿s attorney that the plaintiff was implanted with a miniarc sling on (B)(6) 2008 to treat stress urinary incontinence. Plaintiff¿s attorney alleged plaintiff experienced erosion, pain, discomfort, dyspareunia, and other urinary problems. Plaintiff¿s attorney also alleged plaintiff suffered debilitating injuries including worsening incontinence, mental anguish, and permanent injuries.

Manufacturer narrative:
Should add¿l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.